Event description:
Pt had optic disc cup of .9 or worse with very little rim tissue remaining and iop pushing into the thirties on maximum medical therapy for glaucoma. On (B) (6), 2010, pt had surgery to implant the krupin valve in the left eye. On (B) (6), 2010, the anterior chamber was perfectly formed and the valve was in good position. Days 2 and 3 post-op, the anterior chamber became more and more shallow, almost flat. The left eye was pressure patched for 2 nights in an attempt to allow the anterior chamber to refill, but it did not work. The patches remained dry and there was no sign of a wound leak. On (B) (6), 2010, the pt had the valve removed and a standard trabeculectomy was performed on the left eye.

Manufacturer narrative:
No additional info is expected. Eval summary: a product eval was conducted on the returned valve part no. 6003, serial (B) (4). The valve tubing had been trimmed from 40mm to approximately 6.5mm during implantation, but otherwise the valve appeared to be intact and undamaged. The valve had to be cleaned and manipulated to free it up for testing due to the dried body fluids. The valve was functionally tested and after initial purging, the valve had a pressure/flow rate of 1.5 in/h2o. A review of the device history record found that the device met specification during production and had a pressure/flow rate of 5.1 in/h2o, which is within the specification of 4.3 to 6.0 in/h2o. During the functional testing, the valve opened and closed to the proper position and did not allow any backflow through the valve.